Manufacturer narrative:
The insulin pump was received with a reservoir tube lip completely broken off and the reservoir did not stay locked in place. The insulin pump was missing the reservoir tube seal and the end cap sticker and was received with a cracked case at the display window corners, a peeling address label, and minor scratches to the display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump was damaged. The blood glucose reading was 98 mg/dl. The reservoir compartment was chipped and the reservoir was coming out. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.